Event description:
"The details for the call were as follows: the patient weighed around 500 lbs. She was being wheeled out on a 625 lbs capacity stryker stretcher when the rear supports on the stretcher failed. She slid down the back of the stretcher landing on her head. There were 2 crews on scene to transport here. No fault here just simple equipment failure, it could have been avoided." After conversations with the customer involved, the product was found to be a ferno cot. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).